Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge alarm 1 occurred during bolus delivery. The customer's blood glucose level was 250 mg/dl. Customer reverted to an alternate form of insulin therapy. It was reported that an occlusion alarm occurred. System check was performed by tandem technical support and no issues were identified. Customer changed the cartridge and resumed insulin delivery. It was reported that insulin drips were not observed to be exiting the tubing during the load fill process. Customer declined to troubleshoot the issue with tandem technical support; therefore the allegation could not be confirmed.